Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Original surgery was performed on (B)(6) 2013 with the expedium 5.5 system to repair a spondylolithesis. In (B)(6) 2013 it was noted in clinic that one screw had broken. Patient continued regular activities. Revision surgery scheduled for (B)(6) 2016.

Manufacturer narrative:
(B)(4). One (1) si polyaxl screw 6 x 35 mm was returned for evaluation. Visual examination at the macroscopic level revealed that the subject poly-axial screw fractured in the neck region of the screw shank. The optical image of the fractured surface revealed evidence of fatigue striations/progression lines that extend across the surface toward the potential crack termination site. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. The fractured screw shank was not analyzed due to excessive tool marks on the fracture surface of the shank which are consistent with screw retrieval. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the single innie 6 x 35 mm polyaxial screw (product code: 1797-12-635) being broken post-operatively cannot be determined. However, fracture analysis suggests that the fractured surface revealed evidence of fatigue striations/progression lines that extend across the surface toward the potential crack termination site. The fractured surface also exhibits minor scratches and smooth shiny areas indicative of two surfaces rubbing against one another post-fracture. The fractured screw shank was not analyzed due to excessive tool marks on the fracture surface of the shank which are consistent with screw retrieval. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.